Event description:
During an incident in 2003 involving an unresponsive, pulseless male pt in cardiac arrest and undergoing CPR, this defibrillator was attached, turned on, but failed to analyze. Another crew arrived, connected its saed which read "no shock". Another crew arrived with a lifepack 12 unit that also failed. The pt was transported to a hospital. The pt was pronounced. Upon crew arrival, a bystander said the pt was last seen alive about 5 minutes ago.